Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 11/1/2016 to 12/28/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The involved product was not available for return. A photograph of the complaint device provided by the customer was used in lieu of product return analysis. Visual analysis of the photograph did confirm the complaint issue.

Manufacturer narrative:
The correct catalog number is 14324-97. The correct lot number is 30616130. The correct expiration date is 09/2017. (B)(4). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The bi was incubated for 48 hours. The previous bi result was negative. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.